Event description:
It was reported that they have revisions done and when they are trying to charge the implant(ins) it will not work and they have to reset it and it keep saying poor recharge quality. Patient said that they can get it to excellent and good but even a slightest movement will go to recharging need assistance screen. Patient stated that they are supposed in group b but it charges itself to group a. Agent had the patient start recharging session and was able to get to excellent recharging. Patient called back and repeated information on this case and said they even saw no device found message. A request was sent to repair to replace the recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.